Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this product is part of a system revision due to infection. This device was explanted. Additional information was later received indicating the patient's original leads were previously surgically abandoned in (B)(6) 2008 as a result of an unspecified lead issue. New leads were implanted at that time that remained in service until explant due to infection. No additional adverse patient effects were reported.